Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer contacted the technical support engineer (tse) to report that the force bipolar instrument was stuck while grasping tissue. Although the instrument was removed from the arm, it remained closed. When attempting to use the instrument release kit (irk), the shaft rotated, and the wrist appeared broken. The instrument wheels were stuck, but the customer was able to use another instrument to open the jaws and release the tissue. The procedure continued without further issues, and no additional action was required. No site visit was conducted. The probable root cause of the reported issue could be attributed to mechanical failure at the instrument wrist.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument was stuck on tissue. Before calling in, they had removed the instrument from the arm, but it was still stuck grasping tissue. When they tried to use the instrument release key, the shaft rotated. The customer noted the instrument appeared broken at the wrist. The site tried and rotate one of the wheels on the instrument, and they were stuck. The site used another instrument to try and open the jaws, and they were able to open the jaws and release the tissue. The procedure was completed with no reported injury.